Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was unknown. Customer's mother was able to troubleshoot. Customer's mother reported that insulin did not exit when attempting to push it through with a plunger. Customer's mother replaced the infusion set and observed insulin exit the tubing with the same reservoir. The product is expected to be returned.